Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she is experiencing a skin irritation at the sensor insertion site. Patient has consulted with her physician who recommended the use of secondary wound dressing and a topical ointment to treat the skin irritation. At the time of her call to dexcom technical support, patient reported that she was not benefiting from the treatments and that she was considering discontinuing cgm use.